Event description:
The device was used during a low anterior resection procedure. Reportedly, the anastomosis was not complete. The surgeon re-anastomosed to complete the procedure. The hosp has reported the pt's condition is satisfactory.